Event description:
It was reported that the patient received an alert due to lead noise. The patient presented in clinic for follow up and noise was able to be reproduced. Lead fracture was suspected. The lead was explanted and replaced. The patient was discharged after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.